Event description:
It was reported that solis vip ambulatory infusion pump, stopping mid infusion. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the lens were damaged. There was evidence of the reported problem (error) being recorded in event history log, however, the reported problem was not duplicated. The device infused without any issues. It is quite probable that the error code stopped the device during infusion. The friction of the expulsor assembly caused the foam to shed particles, which contaminated the motor and gear-train assembly. The error code was the result of this contamination. As a precautionary measure, replaced the noisy motor and expulsor assembly. The reported issue appears to be as a result of a system fault. The root cause appears to have been due to possible contamination from shed particles. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: d4: model number: 2120.